Manufacturer narrative:
Product ID: 8731 lot# serial# (B)(4), implanted: 2007 (B)(6), product type catheter product ID: ne u_unknown_cath lot# serial# unknown, product type catheter. (B)(4).

Event description:
It was reported that the patient had an infection. A timeline was not provided. At the time of the report, the device system was used to deliver saline.